Event description:
The following has been reported: nature of problem: syringe flowrate inaccuracy. Pump has passed all partner agilia tests, however when completing a flowrate test the results are intermittent and out of tolerance. Issue raised direct from customer, below testing carried out in repair centre by fresenius engineer. Test 1 - 20ml syringe, vtbi 2.5ml @ 5ml/hr - result 2.618ml = +4.7%. Test 2 - 20ml syringe, vtbi 2.5ml @ 5ml/hr - result 2.386ml = -4.65%. Test 3 - 20ml syringe, vtbi 2.5ml @ 5ml/hr - result 2.432ml = -2.72%. Test 4 - 20ml syringe, vtbi 2.5ml @ 5ml/hr - result 2.436ml = -2.56%. Test 5 - 50ml syringe, vtbi 2.5ml @ 5ml/hr - result 2.328ml = -6.9%. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to the investigation result, an external visual inspection revealed deposits around the lock system and a shock mark in the upper left corner. Several reproducible flow rate tests were conducted, and it was noted that all tests showed an underflow during the first few minutes, as the pump had not yet stabilized. According to the technical manual, it is important to allow the pump to stabilize before starting the infusion. For flow rates below 5 ml/h, the pump should be allowed to stabilize for at least one hour. For higher rates, a stabilization period of 10 to 30 minutes is recommended. The tests performed in the reported description were at a low flow rate (5ml/h), which suggests the pump did not have enough time to stabilize. After the first hour of testing, all flow rate errors were within tolerance, indicating that the pump had stabilized properly by that time. This suggests that the root cause of the issue is likely due to insufficient stabilization time. Therefore, it appears that the issue is link to usability, as the pump was probably not given the recommended stabilization time as outlined in the technical manual. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.